Manufacturer narrative:
There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.a system log review could not be performed because the system logs were not available..

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient experienced impaired lung function requiring hospitalization. The patient was struggling to breathe; therefore, the patient was put on a ventilator and then transferred to the intensive care unit (ICU). There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.